Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with mccall culdoplasty and perineoplasty.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, left salpingo-oophorectomy, enterocele repair, posterior repair due to pop. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.